Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer let the pump battery fully deplete. The pump remained off for a few days. When the customer connected the pump to a power source the pump did not come back on. There was no patient involvement as the customer had not been using the pump at the time of the reported event. It was indicated that the customer would continue to use manual injections as insulin therapy until the replacement pump was received.